Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ivus guidance of thoracic and complex abdominal aortic aneurysm stent-graft repairs using an intracardiac echocardiography probe: preliminary report. Zanchetta m, rigatelli g, pedon l, zennaro m, ronsivalle s, maiolino p. Journal of endovascular therapy: 2003;10(2):218-26 https://doi.org/10.1177%2f152660280301000209. 3:5 exact talent device unknown so PMA number estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent and aneurx stent grafts were implanted in patients for various aortic pathologies, including thoracic and abdominal aneurysms, aortic dissections and intramural hematomas (imh). The following malfunctions were encountered; type ia endoleak, type ib endoleak, incomplete expansion of a stent graft during deployment and inaccurate delivery. The following serious injuries were encountered; occlusion, myocardial infraction and acute renal failure. There were no patients mortalities reported.